Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
Related manufacturer reference number:2017865-2023-16454. It was reported that the right ventricular lead exhibited sensing noise. During the in-clinic follow-up, the noise was unable to reproduce and another hvr episode was noted. Prior to the lead revision, the physician expressed concern that since this is an assurity enduity fsn device could the nose be a manifestation of moisture ingress. Due to the device being a part of this recall the physician decided to not only replace the lead but also the generator. Upon explanting of the original generator there was some corrosion noted between the header and the case of the device. Both the lead and the device were explanted. The patient was in stable condition.